Event description:
Patient arrived to emergency department as a cardiac arrest. Upon insertion of central line into patient to right femoral vein resistance was felt upon attempt to remove guidewire from dilator. Initial impression from physician was anatomical structure could be the cause; however, difficulty persisted in removal. Physician, after numerous attempts to remove dilator and guidewire, was able to. Guidewire had numerous jagged edges making it difficult to feed through dilator. New guidewire and dilator obtained and inserted in patient without resistance or difficulty.